Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during testing on manikin, the autopulse platform (sn: (B)(4)) was displaying error message "pull up lifeband". No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. Both load cell 1 and 2 needs to be replaced to remedy the reported complaint. Upon customer approval damaged components will be replaced and the device will be further tested to full specification. During visual inspection, the load plate cover was found to be damaged and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2007 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated that the platform was unable to perform functional testing due to a ua 07 and the pull-up lifeband error message displayed upon powering on the device, confirming the customer complaint. The load sensing system detected a weight/load imbalance between the two load cells, this is checked during power-on-self-test by the autopulse platform. The platform failed the initial functional testing due to the error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and "pull -up lifeband" message displayed when the platform was powered on. Load cell characterization was performed and both load cells were found to be damaged. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4).